Manufacturer narrative:
As reported by the smart pms for sfa study, approximately five years post implantation of the smart control (iliac 6x40ml) self¿expanding stent (ses) in the proximal portion of the right femoral artery, the patient was admitted to the hospital because of heart failure and the patient expired five days later. The event is considered not related to the index procedure or the device. The official cause of death was heart failure. The patient did not have any significant medical history that may have contributed to his death. No other information was reported. The device was not returned for analysis. A product history record (phr) review of lot 15621159 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported adverse events of ¿heart failure¿ and ¿death¿ could not be confirmed. The device, procedural images, and medical records were not received for analysis. Heart failure is a condition in which the heart is unable to pump enough blood to the rest of the body to meet demands. Causes of this condition are coronary artery disease, hypertension, hypotension, disorders of the heart valves and disorders of the rhythm of the heart. There is no clear medical evidence of a relationship between these events and the previously implanted smart stent in the patient¿s right femoral artery. The phr review does not suggest that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported by the smart pms for sfa study, approximately five years post implantation of the smart control (iliac 6x40ml) self¿expanding stent (ses) on the proximal portion of the right femoral artery, the patient was admitted to the hospital because of heart failure and the patient expired five days later. The event is considered not related to the index procedure or the device. Additional information received indicates that the official cause of death was heart failure. The patient did not have any significant medical history that may have contributed to his death.